Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. On 17-jan-2020 it was reported that at 4:00 am on (B)(6) 2019 the patient heard the pump alarm. By the end of the day the patient ¿started going through withdrawal¿. The reporter confirmed it sounded like the dual tone critical alarm and had not been turned off at this time. The physician¿s office interrogated the pump and confirmed the pump stalled at the time the patient reported hearing the alarm begin. The reporter stated that they had not been told of any explanation for the cause of the pump alarm. The patient was ¿sick to his stomach, he¿s weak, he¿s hurting¿ per the reporter. The patient¿s weight had gone from (B)(6) in the last week. The patient¿s healthcare provider referred the patient to the surgeon for surgery although the surgery had not been set at the time of the report. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-jan-2020 from a healthcare professional (hcp) who reported that the patient¿s weight on (B)(6) which was the last office visit prior to the issue with the pump was (B)(6). On (B)(6), the patient¿s weight was (B)(6). The patient did not have a scheduled date for the replacement currently. He was seeing a neurosurgeon next week for consultation regarding pump replacement. No further complications were reported/anticipated.